Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen was broken. There was no harm or injury reported. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's air inlet foam filter needs to be replaced to address the issue.

Manufacturer narrative:
H3 other text : third-party service center.

Event description:
The manufacturer received information alleging a ventilator's screen was broken. There was no harm or injury reported. The device has been returned to the third-party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third-party service center's investigation is complete.